Manufacturer narrative:
Weight: unknown. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips are broken off of the applicator handle of the t-pal (transforaminal posterior atraumatic lumbar) spacer system. When the inner shaft is inserted and the knob is attached, it will not hold the implant tight. This was discovered by the manufacturer; there was no patient involvement. Concomitant devices reported: t-pal spacer applicator knob (part 03.812.004, lot 9445891, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device (t-pal spacer applicator handle, part number 03.812.001, lot number 9351282). The subject device was returned with a complaint stating that the tip of the handle was broken. The complaint against the applicator handle was able to be confirmed at customer quality as the tips of the distal fork were broken. The broken fragments were not returned. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause for the damage could not be determined, however, it is likely that rough handling and user technique contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.